Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead.

Event description:
A consumer implanted for non-malignant pain reported they were in a car accident on (B)(6) 2016, but didn¿t notice a change in therapy. The consumer was the hospital where x-rays were taken, and the healthcare provider (hcp) told them the x-rays looked normal. The consumer further reported two months after implant they had burning and discomfort at the implantable neurostimulator (ins) site, and they were told the ins was in a shallow pocket, and could take longer to heal. It was noted it was painful right after surgery, and then got better, but then the burning pain and discomfort came back, and gradually got worse. The consumer further reported part of the spine was removed between t10 and t11 so starting about three months after implant they had intermittent burning and sharp pain in that area like they were ¿stabbed with a knife and it was being twisted in there,¿ which had gradually gotten worse.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.